Manufacturer narrative:
Date of event is estimated. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer reference number 3006705815-2021-02335. It was reported patient experienced ineffective therapy due to lead migration. In turn, the patient underwent surgical intervention wherein both existing leads were explanted to address the issue.